Manufacturer narrative:
(B)(4). Investigation summary: the complaint device was received at the service center and evaluated. It was reported that the device was not working on manual mode, or with the foot pedal and error "cpldv1 7soft 3.112¿ displayed. Per service reports, this complaint can be confirmed. It was found during evaluation that the motor rotation was blocked and was rusty. Further, the motor cable and keyboard resistance value were out of tolerance limits. The motor, motor cable and keyboard were replaced and device software upgraded to 1.25 to resolve the issues. After repair, the device was found to be working according to the specifications. Fluid ingress into the device and contact with the motor is responsible for the rusty motor. Corroded motor has a tendency to stick and not turn. With the available information, we cannot determine the root cause of the defective motor cable and defective keyboard. The corroded motor and defective motor cable and defective keyboard would have caused the customer to experience the reported problem. A manufacturing record evaluation was performed for the finished device serial number ((B)(4)), and no non-conformance was identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(6). (B)(4).

Event description:
It was reported by affiliate via email, the micro tornado hp w handcontrol. It was reported by the employee that before an unknown procedure, the device was not working on manual mode, or with the foot pedal. Error "cpldv1 7soft 3.112 displayed". Spare device used to complete the case. No harm on patient reported. Loaner requested. The device is available to be returned for evaluation.